Event description:
The customer reported the system had mixed up images. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. This performance issue occurs when a thumbnail is selected and that saved image is recalled. The recalled saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts.